Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this underfill complaint. The (B)(4) retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, there was underfill of 10 tubes. No patient impact reported. The following information was provided by the initial reporter: "phase: during blood collection. Defect: the product has insufficient negative pressure. Quantity: (B)(4) pieces. Effects: no other adverse effects on patients."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, there was underfill of 10 tubes. No patient impact reported. The following information was provided by the initial reporter: "phase: during blood collection. Defect: the product has insufficient negative pressure. Quantity: 10 pieces. Effects: no other adverse effects on patients.".